Event description:
Nurse was stuck with needle. Please note: it has been confirmed that nurse did not activate safety shield. Nurse actually removed safety shield, disregarding hosp policy and product insert. According to hosp infectious control, wound was a little nick and very superficial. Hosp policy for needlesticks was implemented, with follow-up testing.